Event description:
It was reported patient 2 patient incidences with a PICC. On the first incident, after flushing the line, patient coughed, impending doom, dropped her pressures and stats. Ended up in the ICU for o2 support, benadryl, epi pen, and solumedrol administration. On the second incident each lumen was flushed with 10 ml saline, after the line was trimmed, the lumen was flushed with 10 ml. Same reaction, ended up in the ICU. Second reaction was reported to have a delayed response causing rapid response activation, and o2 support. No further information was provided. This report addresses the first incident.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.